Event description:
It was reported that while a patient was receiving an infusion of tridol through a bd angiocath plus IV catheter, the patient noticed blood leaking at the IV insertion site on his/her right hand. The nurse was called and found the catheter was not attached to the catheter hub. The patient received a portable x-ray which did not show the broken catheter. The patient then received an ultrasound which located it in the patient's forearm. The patient then had surgery to remove the broken IV catheter.

Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual/microscopic analysis revealed a clean cut to the broken edge of the catheter. A review of the device history records was performed and no irregularities were noted during the manufacture of reported lot number 4261386. Conclusion: an absolute root cause for this incident could not be determined as there is no process in the manufacturing facility that could cause a clean cut break in the catheter. However, the quality engineer concludes that the catheter demonstrated evidence that it had likely been cut by a sharp object or instrument. (B)(4).